Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative the right ventricular (rv) lead dislodged into the atrium. The rv lead was repositioned in the right ventricle and remains in use. No patient complications have been reported as a result of this event.